Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was having a permanent scs system implanted on (B)(6) 2011. It was reported that after the two leads were implanted, the pt experienced pain down her left leg. The leads were explanted and the procedure was aborted. Post-operative, the pt was still complaining of pain in her left leg. Follow-up found that the pt continues to have some residual left leg pain and also numbness and pain in her left foot. No additional information is available at this time.